Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of an expressew suture passer needle broke off into the pt's joint space. The surgeon made a 5mm incision to retrieve the fragment, which added 3 hours and 20 mins to the procedure. The repair was concluded successfully without further issue.

Manufacturer narrative:
The complaint device has not yet been received; however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue, causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and considerations, no conclusions can be drawn at this time. When the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause outside of the above hypotheses, a follow-up report will be filed. At this point in time no further action is warranted; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.